Event description:
No additional information received.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found unit was stuck in initializing mode on pendant. Performed hard restart and moved unit into or room. Image modes came back on intermittently. Checked ps1 voltage and found it was low. Adjusted to correct operating voltage. Restarted system and unit was operating normally. Ran 3d spins and 2d x-rays in between system shutdowns total of 4 times. System is operating as intended and returned to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that during a procedure, the system had difficulty spinning. The site waited for the system to go off initialization and went back to 2d mode. Once in 2d mode, the system displayed initialization, please wait. Site waited for five minutes before rebooting to try and resolve issue. Upon bootup, the site waited for the system to go off initialization and went back into 2d mode. Once in 2d mode, the pendant screen displayed the radiation disabled symbol. Site rebooted to try and resolve issue. Upon bootup, the site waited for system to go off initialization. After initialization completed, the site could only enter 2d memory but not 2d mode. Site continued with procedure without navigation. It occurred intra operatively and medtronic navigation was aborted. Patient was involved but no further information available.